Event description:
It was reported that while the end user was driving down a ramp the power wheelchair unexpectedly sped up and the end user lost control, as a result the foot rest ran into a rail. End user sustained a bruised foot but did not seek medical intervention.